Event description:
It was reported that when the surgeon inserted a micl12.6 implantable collamer lens and the lens flipped upside down during insertion. The lens was removed without any patient incident. The reporter stated the incident was caused by a loading error.

Manufacturer narrative:
(B)(4): lens flipped during insertion. Results: visual inspection of the returned product showed that two pieces of a haptic plate was torn off and missing. There was a clear surgical residue on the lens. (B)(4).